Event description:
Previous revision: in (B)(6) 2020, the surgeon performed a revision surgery where he removed both left side implants with chisels and replaced them with wider implants of the same type. An additional implant was installed above the most cranial positioned implant to help fixate the si joint. The patient's pain symptoms resolved following the revision procedure. Updated: patient has severe osteoporosis and back pain. In (B)(6) 2021, the surgeon performed an additional revision procedure where he removed the most cranial implant installed in (B)(6) 2020. None of the other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.

Manufacturer narrative:
Previous revision: in (B)(6) 2020, the surgeon performed a revision surgery where he removed both left side implants with chisels and replaced them with wider implants of the same type. An additional implant was installed above the most cranial positioned implant to help fixate the si joint. The patient's pain symptoms resolved following the revision procedure. Updated: patient has severe osteoporosis and back pain. In (B)(6) 2021, the surgeon performed an additional revision procedure where he removed the most cranial implant installed in (B)(6) 2020. None of the other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause iis implant late loosening possibly due to osteoporosis/osteolysis.

Event description:
The patient has osteoporosis and a previous l5-s1 fusion. The patient had staged si joint arthrodesis with the left side being performed in (B)(6) 2019 where two implants were installed. The patient had left si joint pain relief for two months before complaining about a recurrence of left side pain symptoms. The surgeon determined osteolysis around the cranial positioned implant. In (B)(6) 2020, the surgeon performed a revision surgery where he removed both left side implants with chisels and replaced them with wider implants of the same type. An additional implant was installed above the most cranial positioned implant to help fixate the si joint. The patient's pain symptoms resolved following the revision procedure.